Event description:
An 8 mm diameter x 30 mm bridge assurant biliary stent was inserted for use in a patient for treatment of a common iliac artery stenosis in 2002. Percentage of lesion stenosis is unknown. It was reported that the physician was planning to treat both iliac arteries with a kissing balloon technique. It was reported that 6 french cordis brite tip sheaths were used during the procedure. The stent delivery system was inserted on the left side without difficulty. When an identical stent delivery system was inserted on the right side, it was difficult to insert through the hub of the sheath. Both stents were positioned and the balloons were inflated. The balloon on the left side was slow to inflate and required 8 atmospheres of pressure to fully inflate. After the stents were deployed, the balloon on the left side would not deflate. The physician unsuccessfully attempted to rupture the balloon by inflating it to 20 atmospheres, and then by poking it with a guidewire. The physician advanced the balloon, intending to rupture the balloon in the aorta. It was reported that the balloon detached from the delivery system; however, the balloon had been snared prior to its detachment. The balloon was successfully ruptured with a guidewire and removed from the patient with the snare. No clinical sequelae were reported, and the patient is reported to be fine. The device will not be returned for analysis.